Event description:
The placement signal of the pump always was incorrect. Hemolysis was detected but did not require any intervention. The pump could only run on p-4 at maximum, due to suction alarms. Position was always correct, confirmed with echocardiography and trans-esophageal echocardiography. Care was eventually withdrawn, and the patient expired due to multi-organ failure.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the issue was most likely related to the patient¿s aortic valve insufficiency condition. All pertinent information available to abiomed has been submitted at this time.